Event description:
During an electrophysiology procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. As the viewflex extra ice catheter was being inserted into the patient's groin through a 11f introducer, the catheter tip fractured at the catheter shaft. The physician indicated he sometimes uses some force to insert the viewflex xtra ice catheters.